Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss with the mobile device and the tx.

Manufacturer narrative:
Com-(B)(4). Event problem and evaluation codes - device code additional (B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.